Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer few times in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 471 mg/dl fasting and 441, 464, 474 mg/dl non-fasting. Customer was also concerned with result obtained of 414 mg/dl, but fasting/non-fasting status was unknown. The customer¿s expected fasting blood glucose test result range is 170-200 mg/dl and expected non-fasting blood glucose test result range is 220-230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/26/2020 - test strips were expired at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 498 mg/dl using the meter and the expired test strips. The meter memory was reviewed for previous test result history: (B)(6).